Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, two openings curved on radius and broken on the plug strap. Leak test and microscopic analysis was performed which identified: two openings striated on radius, broken striated on the plug strap and partial delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on the plug strap due to surgical damage consist in the use of some surgical tool. Two striated openings due to surgical damage consist in the use of some surgical tool. Partial delamination on the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.